Event description:
The customer reported via phone call that the insulin pump experienced a prime/rewind anomaly. The customer stated that insulin was "squirting out" during the manual prime process. She did not see any gap between the piston and reservoir stopper during priming. The customer's blood glucose was 282 mg/dl. The customer stated that the insulin pump would not exit the rewind loop, which prevented her from checking the units of insulin remaining in the reservoir based on the status screen. She stated that insulin continued to drip after she let go of the act button. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She was also advised that the reservoir and infusion sets would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.